Manufacturer narrative:
THIS REPORT SUMMARIZES <NOE> 9 </NOE> SERIOUS INJURY SAPIEN XT VALVE, SUPPLEMENTAL REPORT TO REFLECT NOE NUMBER.

Manufacturer narrative:
EXEMPTION NUMBER E2016006, THIS REPORT SUMMARIZES 9 SERIOUS INJURY EVENTS. COLUMN A INDICATES WHETHER AN EVENT IS A ¿NEW EVENT OR FOLLOW-UP¿. COLUMNS M AND N ASSOCIATE A DEVICE WITH THE EVENT TYPE (E.G. IT IS CONSIDERED MOST APPROPRIATE TO ASSIGN AN EVENT OF ¿MAJOR VASCULAR COMPLICATION¿ TO A SHEATH, RATHER THAN THE SAPIEN XT VALVE).  ASSOCIATED DEVICE INFORMATION IS NOT INCLUDED IN THE DATA RECEIVED FROM THE REGISTRY; THE PRODUCTS WERE ASSIGNED BY EDWARDS BASED ON STANDARD KITTING AND THE ¿IMPLANT APPROACH¿ FIELD AVAILABLE IN THE REGISTRY.

Event description:
THV/TVT REGISTRY ALTERNATIVE SUMMARY REPORTING (ASR) ADVERSE EVENT SUBMISSION FOR MAY 2019 DATA EXTRACT FOR SERIOUS INJURIES FOR THE SAPIEN XT VALVE.

Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;5256242,I,SI,2,Edwards SAPIEN XT,9300TFX23,2993;5259055,I,SI,3,Edwards SAPIEN XT,9300TFX26,2993;5303640,I,SI,6,Edwards SAPIEN XT,9300TFX26,2993;5317774,I,SI,0,Edwards SAPIEN XT,9300TFX26,2993;5351450,I,SI,1,Edwards SAPIEN XT,9300TFX26,2993;5354417,I,SI,2,Edwards SAPIEN XT,9300TFX29,2993;5357427,I,SI,0,Edwards SAPIEN XT,9300TFX26,3190;5359906,I,SI,1,Edwards SAPIEN XT,9300TFX23,2993;5383323,I,SI,0,Edwards SAPIEN XT,9300TFX26,2993